Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-08398. Reference MFR. Report# 1627487-2017-08406. It was reported the patient experienced discomfort with the stimulation. System diagnostics and x-rays taken revealed no anomalies. Reprogramming tried aggravated the patient¿s discomfort. Surgical intervention may be taken at a later date to address the issue. All the possible devices are being reported.